Manufacturer narrative:
Batch review performed on 13 october 2020: lot 1905643: (B)(4) items manufactured and released on 30-sep-2019. Expiration date: 2024-09-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved in the event: cup: mpact 01.32.152dh acetabular shell ø52 two-holes lot. 1908321 (k132879). Batch review performed on 13 october 2020: lot 1908321: (B)(4) items manufactured and released on 11-dec-2019. Expiration date: 2024-12-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported. Liner: mpact 01.32.3244hct flat pe hc liner ø32/e lot. 1910286 (k103721). Batch review performed on 13 october 2020: lot 1910286: (B)(4) items manufactured and released on 17-dec-2019. Expiration date: 2024-12-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1 month after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head, liner, and cup. The surgery was completed successfully.